Event description:
It was reported that no plasma was generated when using the wand. It is unknown whether the event happened during surgery and if there was a patient involvement. A back up device was used to solve the problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h2, h6. The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection of the costumer submmited photo revelead that the cable, shaft and tip don't show visible damage that could have contributed with no plasma formation. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. Factors that could have contributed to the reported event includ: (1) disconnecting the wand from the controller after power has been turned on; (2) turning controller power off after the wand has been connected; (3) power interruption to the wand, or (4) incorrect power cycling of the controller (affecting the wand¿s life cycle). If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.